Event description:
It was reported that while in use on a patient this (B)(4) ventilator alarmed when the y-piece was released for suctioning. Although the ventilator did not stop ventilation, the patient was removed from the ventilator and placed on an alternate ventilator with no injury reported. Per review of information in the record and diagnostic code there is evidence that the unit went into back up ventilation (buv) mode.

Manufacturer narrative:
Medtronic (B)(6) has received the suspect device/component from the customer for evaluation. Evaluation is in process. Patient information cannot be provided due to the restriction by the japan privacy regulation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 evaluation code method, result, conclusion and component codes. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that 980 ventilator alarmed when the y-piece was released for suctioning but the device did not stop ventilation. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed, through the diagnostic logs of the ventilator, that the unit had entered backup ventilation at time of event. The sp checked and found another code that confirmed that mix proportional solenoid (psol) test oxygen psol had an excessive leak and failed. The sp replaced mix psol to resolve the issue. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. One air / o2 mix psol was received for failure analysis. The unit was powered on; an audible gas leak was emitting from the psol. A teardown of the psol was conducted and a foreign material was found on the seat carrier. There was also a large scratch on the concentric circle of the poppet. This damage and contamination prevented the unit from forming a proper seal and caused the leak. The cause of the event was isolated to faulty psol. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.